Event description:
A customer reported that the pump battery would not charge. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made to obtain additional information; however, no additional information regarding this event was provided.